Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post implant this right ventricular (rv) lead dislodged. Surgical intervention was performed and the lead was successfully repositioned. The lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post implant this right ventricular (rv) lead dislodged. Surgical intervention was performed and the lead was successfully repositioned. The lead remains in service. No additional adverse patient effects were reported.